Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in an unknown vessel there was a sticky feeling advancing an rx trek balloon catheter over a non-abbott guide wire. There was greater resistance removing the balloon catheter after post-dilatation, although the guide wire could be removed. The trek was being used for post-dilatation so the procedure was completed. The catheter was prepped before use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.